Manufacturer narrative:
Additional information received on 07/22/2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 50/44 j on (B)(6) 2008.

Manufacturer narrative:
Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
Patient is pursuing a product liability claim.

Event description:
It was reported that the patient was implanted a durom us acetabular component 50/44 j on the right side on (B)(6) 2008. The patient was revised on (B)(6) 2015 due to pain and loosening.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. Should additional information become available and/or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).